Manufacturer narrative:
Concomitant medical product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (concentration 20mg/ml; dose 8.239mg/day) and bupivacaine (concentration 10mg/ml; dose 4.119mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and chronic low back pain. The patient was to undergo magnetic resonance imaging (MRI) to rule out a possible granuloma. The hcp had been increasing the patient's dose by (B)(6) with no significant therapeutic benefit. The patient experienced increased pain and numbness with a gradual onset. No diagnostic tests had yet been done. The event began in (B)(6) 2015. Patient history included post laminectomy syndrome. Concomitant other medications included oxycodone. Outcome was unavailable as the patient was trying to get scheduled for an MRI as of the date of the report. Additional information has been requested but was not available at the time of this report.